Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and in-house testing of retained reagent kit. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue. A search by lot did not identify an increase in complaint activity for the issue of falsely elevated patient results. A review of the complaint trending report did identify trends for list number 07c18; however, no related trends were identified relating to the complaint issue under review. A review of the device history record did not identify any non-conformances or deviations with lot 63352fz01 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Clinical specificity testing was performed using an in-house retained kit of the complaint lot. All specifications were met, which indicates the product is performing as expected. Based on the investigation, no systemic issue or deficiency was identified with the architect anti-hbs reagent, lot number 63352fz01.

Event description:
The customer observed falsely elevated architect anti-hbs results generated on the architect i2000sr processing module for two patients. The samples were repeated and lower results were obtained. The following data was provided: customer¿s reference range: 0 to 10 miu/ml. Patient 1 initial result = 119 miu/ml; repeat result = 6.8 miu/ml. Patient 2 initial result = 207 miu/ml; repeat result = 1.57 miu/ml . There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: patient 1, patient 2. This report is being filed on an international product, list number 07c18 that has a similar product distributed in the us, list number 1l82, with 510k/PMA/bla number p050051. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect anti-hbs results generated on the architect i2000sr processing module for two patients. The samples were repeated and lower results were obtained. The following data was provided: customer¿s reference range: 0 to 10 miu/ml patient 1 initial result = 119 miu/ml; repeat result = 6.8 miu/ml patient 2 initial result = 207 miu/ml; repeat result = 1.57 miu/ml there was no impact to patient management reported.